Event description:
It was reported that the stimulation was 'just not right', following some form of trauma. The details of the trauma are unk. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.